Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused a patient to develop lung and kidney cancer. The patient expired. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.